Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a robotic laparoscopic sleeve gastrectomy. While stapling the stomach, the powered handle began to fire the reinforced reload but stopped halfway through. The grey button was pressed, the knife retracted, and the reload was able to be removed. To complete the procedure, a manual handle was used. No patient injury or extension in surgical time reported. Patient status is alive, no injury.